Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that radial jaw¿ 4 biopsy forceps was used in the colon during a biopsy procedure performed on unknown date. According to the complainant, during procedure, once the forceps passed through the scope the physician noted that a piece of tissue was seen exiting the scope along with the forceps. The forceps was immediately removed. Upon inspection, a piece of tissue was seen inside the forceps attached to the needle. It is unknown if the forceps were inspected prior to use, as instructed in the directions for use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.